Event description:
Two days after a pediatric posterior spinal fusion (t2-t12) using the nview s1 with nav option, the patient lost motors. They were previously recovering well. A second surgery was required to remove hardware and restore function.

Manufacturer narrative:
Through email communication with the surgeon, it was determined that while there is information that reasonably suggests a reportable event occured, there is no information that reasonably suggests that the nview s1 has caused or may have caused or contributed to this event. That being said, there is no way to completely rule out the nview s1 involvement, and in an abundance of caution, this event will be reported. We completed the investigation and did not find any additional information that could reasonably suggest the nview s1 with nav option may have caused or contributed to a death or serious injury or has malfunctioned and this device would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.